Manufacturer narrative:
(B)(4). The event history log review indicated several alarms, the reported error was verified as system error 2044. External and internal inspection was performed on the device and it did not meet specifications. The device passed the return instrument test/evaluation (rite) electrical test, however it failed the rite functional test. A priming sequence was performed as well as a cycler remote toolbox (crt) pneumatic system test and the pump assembly did not activate. A crt temperature monitor (tempmon) heater test was performed and failed. The cause of the problem was determined to be an overheated j1/p1 connection on the accomp printed circuit board (pcb). Accomp pcb and ac power cable were scrapped and the device passed simulated therapy with no errors. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported receiving repeated, unspecified system errors on the homechoice device during use. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.